Event description:
Pt revised for pain and clicking sound.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combinations since their release for distribution. A lot specific complaint database search was not possible for the associated cup as the lot code provided was not determined to be valid. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.